Event description:
It was reported by the patient that he underwent a hernia repair procedure on (B)(6) 2013 and mesh was implanted. Since the procedure, the patient has experienced serious pain and nerve problems. The pain is so bad down the leg and thigh, in the genitals and abdominal area on the side where the patch is that he can't walk.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This medwatch report is in response to receipt of maude event report (B)(4).